Event description:
It was reported that the blood glucose monitor was unavailable for use due to power concerns. On the morning of (B)(6) 2019 the patient attempted to test her blood glucose and received an e-9 message. The patient took her normal dosage of medication. At approximately 2:30-3:00 pm the patient was at lunch with friends and stated that she began to feel weird and became unresponsive. The patient attempted to test her blood glucose at this time and received an e-9 message. No restaurant employees or friends provided treatment to the patient, but they called emt's. It was reported that the emt's did not test her blood glucose level on their device, but did treat her with an IV. The contents of the IV were unknown. The patient was transported to the hospital. The blood glucose results received at the hospital were elevated. The type of medication or treatment provided by the hospital was unknown. However, caller reported that she was given her normal medication's. The patient was hospitalized for 4 days.